Manufacturer narrative:
Per medical review - accurate determination of anterior segment dimensions is key to the safety of implanted icls. The method of icl sizing for this patient is not known. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Based on the complaint history, medical review, evaluation of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.7mm micl13.7 implantable collamer lens, -12.5 diopter, and noted the lens was too long for the patient's eye. The lens was removed within the same surgery with no patient injury and a shorter lens was implanted. The patient is doing well and the problem was resolved.

Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).